Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The subject device was returned to olympus australia and new zealand (oaz) for evaluation and found the following on the subject device. There are no images. White dot. Video connector damage. Damage to external rubber parts. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. Since the video connector was broken, it is speculated that the video connector would have been damaged due to unexpected stresses on the video connector due to the user's handling, so that the image could not be produced.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, the endoscopic image of the subject device disappeared. The user replaced the subject device to another device and completed the procedure. Olympus australia checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with the event.